Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Boston scientific technical services (ts) recommended immediate replacement and to have the device returned. The device was replaced immediately at an earlier than expected device longevity. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide device evaluation results.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case was slightly swollen over the region where the battery is located. The device could be interrogated, but a full download of device memory was not possible. Review of device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting, in the swollen battery, and in the clinically-observed reversion to safety mode operation.